Event description:
Report received of an over-delivery. The pump was received in the customer's biomedical engineering dept with an unsigned note that read, "defective". The customer's biomedical engineering dept reported that the pump had a swollen battery and the pump case was warm to touch. During testing, the pump reportedly delivere a measured volume of 21.4ml from an expected delivery of 20ml. Performance verification delivery accuracy specifications for this device required delivery of 20ml +/-1ml (+/-5%). There were no reports of any adverse pt events while the pump was in clinical use.